Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. Simulated use testing of the received o2 gas module has reproduced the described customer issue. It was revealed that that a capacitor behind a force protection barrier was broken. It¿s our conclusion that the o2 gas module has been affected by an external force i.e. Dropped in the floor. The received device logs could confirm the reported flow transducer test failure in pre-use check. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer's ref (B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).